Event description:
While attempting to remove kotex tampon, it came apart inside me leaving pieces stuck inside. Hopefully I got them all out. If I begin to feel sick, I will seek medical attention. Is the product over-the -counter? Yes; how was it taken or used: vaginal; date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018; why was the person using the product? Menstrual cycle.